Event description:
Over the course of the last month we have had issues with several iceman machines. Approx 4-5 times the iceman arrived to pacu with the patient and did not contain a power cord. Two times in the last week the iceman cord has leaked into the patient's bed.